Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013.

Event description:
The device and leads were returned to the manufacturer from the funeral home. The cause of death was listed as natural, the primary cause was cardiogenic shock, and the secondary cause was listed as sepsis. Additional information requesting the source of the sepsis was made, but is unknown.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.